Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump touch screen was unresponsive. During troubleshooting, the issue was confirmed, and the pump was replaced. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 200 mg/dl.

Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction 9 issue was verified. Additionally, based on the analysis, the alleged touch screen issue could not be verified.